Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review of the subject device lot has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the hollow drill used in surgery for a cervical hernia, stabilizing c4-c5, on (B)(6) 2017, broke. The surgeon reported that he decompressed and took the implant¿s measurements. In order to fill the implant with some bone, he used a bone collector instrument to collect bone from the iliac bone. After he inserted a centering pin, he started drilling with the reported hollow drill. During the drilling, he kept the drilling depth at 15 mm. He also hammered a few times with a nylon hammer. The surgeon sensed something unusual, so he checked the hollow drill. He confirmed the blade of the tip had been broken off. He stopped using the hollow drill and collected some bone by use of a chisel. During the surgery, x-rays were taken in search of any fragments. After the surgeon retrieved some metallic fragments with tweezers, postoperative x-rays were taken. The surgeon found no fragments had been retained in the patient¿s body. The surgery was successfully completed with a 10 minute delay due to the reported event. There was no reported patient harm. Concomitant devices: 1x unk bone collector, 1x unk centering pin, 1x unk nylon hammer, 1x unk chisel. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on part # 396.994, lot # 8801189: manufacturing location: (B)(4), manufacturing date: 07.may.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed on the returned subject device. Received one (1) part of hollow drill f/syncage-c+cervios (part # 396.994, lot # 8801189) for manufacturing investigation. The article is in a used condition. The tip of the hollow drill is broken. The hollow drill f/syncage-c+cervios (part # 396.994, lot # 8801189) is cracked at the area of the cutting edges. It must be assumed that the cause of breakage is about mechanical overload during surgery. The measured hardness meets requirement as defined on relevant product drawing. Also inner and outer diameters have been measured during manufacturing investigation and the actual results are within specification per relevant product drawing. Therefore no production fault has been determined. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.